Manufacturer narrative:
Zoll (B)(4) confirmed the customer's reported issue of the autopulse displaying a "system error". Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a "system error-revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows no damage to the platform. A review of the archive was performed at zoll (B)(4) and no issues were identified. Functional testing was performed and it confirmed the customer's reported complaint of the platform displaying a "system error." It was determined that the pca board was defective. Based on the investigation, the part identified for replacement was the pca board. In summary, the reported complaint of the autopulse platform displaying a "system error" was confirmed during functional testing. The system error was most likely due to the defective pca board. Upon replacement of the pca board, the platform passed all testing criteria.